Manufacturer narrative:
Patient weight not provided.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant failed to achieve primary stability and was removed.

Manufacturer narrative:
Sections d6 and d7 not applicable as device was never implanted.

Manufacturer narrative:
Sections d3 manufacturer and g1-2 all manufacturers corrected for company name typo.